Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the video monitor not having a signal and only color bars being displayed, could not be identified. However, it's likely the cause is related to a malfunction of the distributor used in combination. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image issues. The issue was found during preparation for use in an unknown procedure. The issue was resolved (after calling olympus technical assistance) and the pin was replaced that was used for the computer and monitor image. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. This event was resolved when speaking to technical assistance. It was a bad pin that was going into the composite signal for a computer image and monitor image. The pin was replaced. Calling technical assistance and troubleshooting resolved the issue. A supplemental report will be submitted if any additional information is provided by the user facility.